Event description:
On (B)(6) 2012, the patient underwent the surgery with the mantis and oic-peek. On (B)(6) 2012, the surgeon confirmed CT image. He found that pic-peek was back out (one of two pieces) and mantis screw loosened (l4-right and l5-left). On (B)(6) 2012, the patient underwent the revision surgery. The diameter of screw was changed into 7.5 mm from 6.5 mm and size of oic-peek was changed. The surgeon requested the investigation of the removed implants.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation. A serious injury MDR was filed as MFR report #9617544-2012-00562, on the oic-peek cage referenced in the event description.